Event description:
Rptr has lower back and shooting pain in right leg. He was in hosp approx 28 days. He still has lower back pain and also has pain approx in the middle of his back. Rptr also had a back operation in 1968 without much success.